Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 100% occlusion and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 100% occlusion and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver two endeavor resolute drug-eluting stents (3.00mm x 30mm <(>&<)> 3.50mm x 30mm) to a calcified lesion in the rca with 100% occlusion but the devices could not cross. The physician gave up the surgery after the patient had been treated by dilation with balloon. The patient is good. No clinical sequelae were reported. Evaluation summary: on visual inspection there were a number of kinks located on the hypotube, at 2cm, 42cm and 66.5cm distal to the strain relief. Patency of the wire lumen entry port was checked when a 0.015¿¿ mandrel was inserted into the wire entry port, resistance was met and the mandrel failed to pass through the inner lumen. It was noted that the stent was damaged on the 16th and 17th distal segments. The distal tip did not appear damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).